Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The complaint allegation cannot be confirmed. The most likely cause is attributed to user-related factors, such as the application of excessive force or off-axis insertion during use.

Event description:
On (B)(6) 2025, a distributor reported via (B)(4) that (qty. 2) ar-4009s single-shot instruments were requested to be removed from consignment during an ehile orif of ocd. No patient was affected. On 15-dec-2025 additional information was received. The rep advised that the drill broke twice while doing an ocd repair. They had to open a second single-shot disposable, but the drill broke again so they opened a multi-shot guide.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.